Event description:
It was reported that the patient experienced pain at the pocket site that was unresolved from the index procedure. Impedance testing and reprogramming were both performed. It was unclear what the results of these interventions were. The patient chose to have the device removed.

Manufacturer narrative:
Product ID: 3889-28, lot# va04d8p, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).